Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.